Event description:
Loss of integration and the broken tip was completely removed according to a phone call with mrs. (B)(6) on (B)(6)2025. An opg after this procedure could not be made due to the limited mobility of the patient.

Event description:
Loss of integration and the broken tip was completely removed according to a phone call with (B)(6) on (B)(6) 2025. An opg after this procedure could not be made due to the limited mobility of the patient.